Manufacturer narrative:
D4, lot serial number and catalog number have been updated. D9, date of product receipt has been added.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient implanted with an impella 5.5 experienced high purge pressure. No patient harm was reported.

Manufacturer narrative:
The pump was returned for evaluation.

Manufacturer narrative:
Corrected: d4 (primary UDI number) this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Added: d3. Corrected: h3. High purge pressure: the cause of the high purge pressure was most likely due to biomaterial based on clinical details noting tpa resolved purge issue and returned product did not reproduce high purge pressure, however, the exact mechanism of entry of the biomaterial into the purge gap in the field could not be determined as no logs were returned for evaluation.